Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported that she had a left hip done on (B)(6) 2017. Patient stated she has a leg length discrepancy, is experiencing a little pain more like an annoyance and gets exhausted.

Event description:
Patient reported that she had a left hip done on (B)(6) 2017. Patient stated she has a leg length discrepancy, is experiencing a little pain more like an annoyance and gets exhausted.

Manufacturer narrative:
An event regarding limb length discrepancy involving a ceramic head was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the product was not returned. Clinician review: provided medical records and x-rays were reviewed by a clinician who stated that: " x-rays dated (B)(6) 2017 are an ap of the pelvis and an ap/lateral of the left hip demonstrating no change in the total hip arthroplasty with slight pelvic obliquity with the left side lower. An approximate 8-millimter leg length discrepancy when comparing the levels of the lesser trochanter is noted with the left longer than the right. An x-ray dated (B)(6) 2018 is an ap of the pelvis and lateral of the left hip, which is unchanged.[...] There is no documented follow-up confirming the complaints noted in the event description. In this short female patient, less than a centimeter of lengthening is admittedly worse than in a taller patient but symptoms should resolve with pelvic stretching exercises and reassurance. Leg length determination is due to surgical technique in gaining a stable joint and is not related to factors of component design, manufacturing or materials." Product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: it was reported that patient has a leg length discrepancy, is experiencing a little pain more like an annoyance and gets exhausted. Provided medical records were provided to clinician who concluded that there is no documented follow-up confirming the complaints noted in the event description. An approximate 8-millimter leg length discrepancy when comparing the levels of the lesser trochanter is noted with the left longer than the right. As per d02235, the breakpoint of 20 mm is often used; this number may differ depending on patient factors. The question of whether to treat individuals with leg length discrepancy should be taken on a case by case basis. In this short female patient, less than a centimeter of lengthening is admittedly worse than in a taller patient but symptoms should resolve with pelvic stretching exercises and reassurance. Leg length determination is due to surgical technique in gaining a stable joint and is not related to factors of component design, manufacturing or materials. The event could not be confirmed nor the root cause determined because insufficient information was provided. If further information such as return of device, follow-up notes etc. Becomes available this investigation will be reopened.